Event description:
Two reliant balloon were selected for the use in a patient. It was reported during the preparation of the reliant balloon the physician was unable to inflate the balloon prior to use in the patient. After implantation of stent graft, inflation was attempted with the syringe with contrast agent from three-way stopcock of for balloon dilation. The physician was unable to inflate the balloon. Another reliant balloon inflation was attempted, but it failed to inflate. Other manufacturer¿s balloon was used for post-dilation and the procedure was completed. No additional clinical sequelae were reported. The event was confirmed; the reliant balloons could not be inflated. The cause of the inflation difficulty was due to an unknown occlusion within the luer adaptor of the side port. The root cause of the occlusion could not be conclusively determined.

Manufacturer narrative:
(B)(4).